Manufacturer narrative:
This right ventricular (rv) lead will not be returned for laboratory analysis because it remains in service. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this patient was hospitalized due to shortness of breath and congestive heart failure (chf). While in the hospital, this patient developed a fever and infection of the device pocket. The decision was made to temporarily explant the associated cardiac resynchronization therapy defibrillator (crt-d), and treat the patient with medication. This patient remains in the hospital for chf and infection. There were no additional adverse patient effects reported.